Event description:
The device is not properly calibrated. A padgett blade with low setting was used. The user facility was not sure where in the center the incident occurred. Two serial numbers were provided however, it is unknown which one was involved in the reported incident.